Event description:
It has been reported that x-ray was not possible as image storage was not possible. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not record images and reports that the disk is full. Upon functional testing, the fse found that the bay of hdd in ippc lose power. The philips engineer replaced hard disk. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.